Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not go into standby mode. It was reported that the average air slpm (standard liters per minute) was equal to 2.5, with the flow and pressure set to zero. It was noted that the flow sensor was out of tolerance (-1 to 1) when the flow was set to zero. The flow sensor assembly required replacement. A quote for repair was provided to the customer. A philips service engineer (se) evaluated the device and reported that the alleged malfunction was not confirmed. It was reported that the device was able to go into standby mode. No further actions were performed by the se regarding the alleged malfunction.

Manufacturer narrative:
It was previously reported that the device was able to go into standby mode, and that no further actions were performed by the service engineer (se) regarding the alleged malfunction. The se did observe a different issue (airflow accuracy test failure), that resulted in the replacement of the flow sensor assembly. The flow sensor assembly was returned to philips for failure investigation, and the technician performed a failure investigation on the part for the standby mode issue. The technician documented the following conclusion/root cause, "the product investigation lab could not duplicate the pr complaint device will not go into standby, however, the pil tech did verify that the airflow sensor shows a 3.1 slpm (standard liters per minute) flow at zero flow setting in diagnostics mode. The product investigation lab verified that with the temp install of the pil stb (standard test bed) airflow sensor that the airflow shows a good solid in spec 0.1 slpm at the zero setting. Although the pil tech could not duplicate the standby mode failure at the pil, the pil suspects that the faulty airflow sensor showing a 3.1 slpm at zero could have contributed to the standby failure noted in the complaint. The reason for the airflow sensor 3.1slpm out of spec result is due to a faulty u1 on the airflow sensor. Faulty airflow sensor (u1 drifted out of spec) verified at the pil."